Manufacturer narrative:
Investigation type: eitan medical investigated the pump and its event log. Investigation findings: the investigation found the pump to meet specifications. No rate changes or over delivery was observed. Conclusion: as the pump was found to be within specifications, it is most likely that the event was a result of misalignment between the programmed vtbi and the actual volume in the bag or due to user confusion from modified settings.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. It was reported that no human harm occurred, and no medical intervention was required as a result of this event.

Event description:
The complaint was reported by a customer from USA. Delivery issue.